Manufacturer narrative:
(B)(4). The device was evaluated by physio-control and the reported event code was verified and it was observed that there was excessive noise on the paddles lead ECG signal. Physio replaced the system controller and therapy pcb assemblies and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts and observed that the device would not deliver therapy in AED mode. Testing of the system controller pcb found that the impedance circuitry was shorted and the ECG circuitry was displaying ECG as noise. A component cause of the reported issue could not be determined. There was no issue found with the removed therapy pcb assembly.

Event description:
The customer reported that the service light on their device was illuminated and the device failed the user-test and logged an event code.  Further evaluation by physio-control identified that the device also did not have the ability to deliver defibrillation therapy in AED mode. There was no patient involved with the reported event.